Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient received insufficient local anesthesia when the listed medical device was used. It was necessary to place patient under general anesthesia during the procedure. No adverse effects to patient reported.

Manufacturer narrative:
Field samples were not returned for evaluation. The supplier of the anaesthesia medication preformed a complete review of their manufacturing records for all marcaine-bupivacaine lots that could be associated with the reported product issue. The supplier concluded that all marcaine-bupivacaine product met specifications at final testing. The supplier also tested retained samples for potency. All testing found the product to meet specifications with no degradation or loss of efficacy. As the reported product issue could not be confirmed through testing, an exact root cause could not be determined. Possible cause for the lack of effect may be related to administration technique or patient anatomical variations, including pathological or psychological factors.